Manufacturer narrative:
(B)(4). Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient suffered an impact directly on the implant site 10 days ago which needed stiches. She reports she is still getting sound but the patient has good residual hearing in the contralateral ear.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered an impact directly on the implant site 10 days ago which needed stitches. She reports she is still getting sound but the patient has good residual hearing in the other ear. An appointment with the surgeon will be scheduled.